Event description:
It was reported to vyaire medical that the vela ventilator has low tidal volumes. There is no information of patient involvement associated with the reported event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned yet.

Manufacturer narrative:
Vyaire medical was able to confirm the issue - unit has low tidal volumes. Vyaire field service representative (fsr) evaluated the device on-site, and set up the system per manufacturers guidelines. Operational verification procedure (ovp) was performed. The flow sensor was replaced and the unit passed the volume test. The ventilator ran with test circuit for two hours and the delivered volume that was monitored was found to be consistent and within manufacturers specifications. Complete operational check was performed and it all passed.